Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer¿s blood glucose (bg) level as 600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer¿s parents took the customer to the emergency room and they were subsequently admitted to the intensive care unit. Reportedly the customer was ¿extremely sick¿. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.